Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine at 5mg/day. The concentration and lot number were unknown. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. The pump was empty. The reporting manufacturing representative did not have access to the pt/8840. There were no symptoms mentioned. The pump had been empty for 12 days (beginning (B)(6) 2015). The patient's pump was empty because they missed their refill appointment. The patient "had just missed their appointment", and there was no other reason for the missed appointment or empty pump. The patient's pump was rescheduled to be refilled on (B)(6) 2016. After the pump was discovered empty, the pump was rinsed with saline and refilled with morphine at 1.5mg/day. If additional information becomes available, the event will be updated.

Event description:
The patient&#38112;pump was rescheduled to be refilled on (B)(6) 2015 (not (B)(6) 2016).